Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 6.0mmx15mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the tip of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).